Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to incorrect placement of device. There are no plans to re-implant the patient with a new device as of the date of this report.